Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history of this device shows no applicable history. The initial customer issue could not be confirmed; however, further investigation found a buckling upstream occlusion (uso) seal. The seal was replaced. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The customer returned the product for broken pin, during device evaluation, a bucking upstream occlusion (uso) seal was found. There was no patient involvement.